Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the patient's atrial rhythm on the right ventricular (rv) channel. This caused pacing inhibition and syncope. An electrogram indicated a period of asystole that lasted at least five seconds. The device was programmed to least sensitive at the time of these occurrences. The rate-sense portion of the rv lead was surgically abandoned and a new rate-sense lead was implanted. Additional information was received that this lead was explanted fully and successfully replaced.